Manufacturer narrative:
The device was returned, and the investigation has been completed. The red lumen was not returned, but per the clinical account, the root cause of the case start issue was a fractured red lumen prior to insertion. As noted in the impella IFU: cannula/pigtail detach great vessel/heart: impella cp with smartassist for use during cardiogenic shock and high risk pci & impella 5.5 with smartassist for use during cardiogenic shock & impella rp smart assist system with automated impella controller section: warnings, cautions, and precautions ¿avoid manual compression of the inlet and outlet areas of the cannula assembly.¿ impella cp with smartassist for use during cardiogenic shock and high risk pci and impella 5.5 with smartassist for use during cardiogenic shock section: warnings & cautions: warnings ¿handle with care. The impella catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time.¿ impella rp smart assist system with automated impella controller section: warnings & cautions: warnings ¿handle with care. The impella rp with smartassist system catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time.¿ rp flex with smart assist system with automated impella controller section: warnings & cautions: warnings ¿handle with care. The impella rp flex with smartassist system catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. During placement, the pigtail/easy guide lumen broke outside of the patient. A new impella pump was used, and there was no harm to the patient.